Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "low leak co2 rebreathing risk", had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The reported issue was that the error, "low leak co2 rebreathing risk", had occurred. A quote for onsite service has been sent to the customer and pending customer approval. The customer rejected the quote for service. No service was provided to the customer. The customer rejected the quote for service. No service was provided to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.